Event description:
It was reported that the device delivered inappropriate shocks due to oversensing. X-ray revealed lead dislodgement. The lead was replaced and will not be returned for analysis.

Manufacturer narrative:
Na